Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the controller (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log files associated with (B)(6) were not available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported low sound event may be attributed to, but not limited to, an obstruction of the gore-tex membrane and/or a faulty speaker. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal nickel-metal hydride (nimh) battery and/or a faulty internal battery charger integrated circuit. Applicable risk documentation and experience with events of similar circumstances were considered; a po ssible root cause of the reported "rigid connection" event can be attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the controller (B)(6) was not returned for evaluation. One (1) battery charger (B)(6) was returned for evaluation. A review of the device history record was not performed as the reported event and analysis is not related to a manufacturing or servicing issue. No performance allegations were made against the battery charger. Log files associated with (B)(6) were not available for analysis. As a result, the reported event could not be confirmed. Failure analysis of the returned battery charger revealed a bent pin within the charger bay four (4). The bent pin did not allow a battery to be connected to the battery charger, thus preventing the charging of a battery on bay four (4). After realigning the pin within charger bay four (4), the port worked as intended. The observed damaged pin is an additional finding, not related to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported low sound event may be attributed to, but not limited to, an obstruction of the gore-tex membrane and/or a faulty speaker. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal nickel-metal hydride (nimh) battery and/or a faulty internal battery charger integrated circuit. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported "rigid connection" event can be attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not with stand applied forces from subsequent misaligned connections, causing the pins to bend. The most likely root cause of the observed damaged pin the battery charger bay can be attributed, but not limited, to a forced or improper connection. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
###Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) controller exhibited controller fault alarm due to internal battery depletion. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that is was the patient that switch the controller and everything went fine. It was also reported that when a battery was disconnected the alarm was not very loud, and the connection between the battery and controller were also rigid.